Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a suture break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4: lot number h4: device manufacturing date.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that venous closure of the right common femoral vein was attempted using a proglide devices with an 8f sheath after an electrophysiology procedure. Reportedly, no suture was attached to the needles with plunger removal the first device. Another proglide was attempted with no suture attached to the needles after plunger removal. Manual compression was applied. After the procedure; however, arterial damage was found. The patient was sent to the operating room for surgical repair and closure of the vein. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted using two proglide devices with an 8f sheath after an electrophysiology procedure. Reportedly, no suture was attached to the needles with plunger removal for both devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.